Event description:
Consumer complaint of blood result reading of "lo". Performed a back to back blood test at the time of the call with results of 160 and 155mg/dl. Last 5 tests in memory: 143mg/dl, "lo", 122mg/dl, 114mg/dl, 122mg/dl. Customer normally reads between 100-130mg/dl in the morning. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Performed a back to back blood test at the time of the call with results of 160 and 155mg/dl. Last 5 tests in memory: 143mg/dl, "lo", 122mg/dl, 114mg/dl, 122mg/dl. Customer normally reads between 100-130mg/dl in the morning. No adverse event reported.